Event description:
Rptr alleged the lancet needle that is a part of the softclix plus lancing sys used in finger-stick blood glucose testing would not retract. No actions or treatment reported. A request was made for the return of the suspect prod and replacement prod was sent.